Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined. However, based on similar reported device complaints the most probable cause for the reported event can be attributed to user handling. The instruction manual contains several warning statements in an effort to prevent damage to the cable. Visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur. When used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use.

Event description:
Olympus received a medwatch report# (B)(4) which states the resectoscope cautery cord broke at the base of plug during a transurethral resection of a bladder tumor (turbt) procedure. A spark was noticed at the machine end when the reported event occurred. The cord was removed from procedure. The intended procedure was completed with an unknown device. No patient injury was reported.